Manufacturer narrative:
This device is for export only.

Event description:
The electrotherapy muscle stimulator output was set to .1ma, but the output intensity felt higher. This malfunction causes the printed circuit board to change the stimulatory patient output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn to the area beneath the electrode pads.